Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five events were reported for this quarter. Five devices were received for evaluation. 5 events were confirmed during testing. Two devices were found to be affected by corrosion and wear in the trigger assembly. Three devices were found to have corrosion in the trigger assembly. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the device ran without user activation. Five reported events had no patient involvement; no patient impact.